Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to a diabetic ketoacidosis. Her blood glucose level was over 600 mg/dl. She corrected her blood glucose level with the insulin pump and manual injections. The customer was wearing her insulin pump at the time of hospitalization. She noticed the infusion set's cannula was bent. The product was not returned. Nothing further to report.